Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd insulin syringe with the bd ultra-fine¿ needle was found with a volumetric inaccuracy as ¿the scale print on his syringes are off/shifted. ¿there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 1cc, 12.7mm syringes with part of the shelf carton from lot # 7044691. Customer states that the scale print on his syringes are off/shifted before use. All returned syringes were examined and all exhibited missing scale markings on the barrels. Upon evaluation by qe (B)(4), similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Probable root cause possibly due to the corona on the printer equipment. As the parts pass through this station, static electricity is removed from the surface of the barrel, prior to application of the ink. If any part of the barrel surface is not sufficiently treated prior to printing, ink impermanence can occur. Routine inspections by certified operators are performed, at prescribed intervals, to check for ink permanence. Per DHR review performed, no out of specification values were noted with reference to this test protocol for this batch. CAPA (B)(4) was initiated by the holdrege plant to address print scale defects and their associated root cause(s). Batch# 7044691 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Samples will be forwarded to manufacturing on 26jan2018 for further review. As per manufacturing, a review of the device history record was completed for batch# 7044691. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications noted for print issues [200686405, 200686370, 200686451 for missing print and 200686473 for in smears]. There were two (2) notifications noted [200686819, 200686510] that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: possible root causes for missing scale markings include: damage to the pad, print drum not touching the pad for ink transfer, pad heat set incorrectly, print head timing out of adjustment, pad indication set incorrectly, plugged ink nozzle, ink pump fault, ink nozzle set incorrectly, brass roller set incorrectly, worn print head bearings. CAPA (B)(4) was initiated to address such issues at this time.